Event description:
Info received indicates intermittent control functions due to fluid ingress and corrosion onto the motor control board.

Manufacturer narrative:
The tech found the electric box assembly had a crack in it which allowed fluid into the electronics. The tech replaced the electrical box assembly to repair the bed.